Event description:
Pt reported experiencing a hypoglycemia episode. Pt's blood glucose measured 75 mg/dl, last night. This morning, pt was incoherent, which prompted their friend to contact the paramedics. Upon their arrival, pt's blood glucose measured 26 mg/dl. Pt was treated with a glucose IV, and their blood glucose increased to 132 mg/dl. Pt was not transported to the hospital for additonal treatment.